Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, customer tested to ensure that insulin flowed through the supplies and resumed insulin delivery on the pump, or changed the infusion set in order to resolve the issues. No issues were reportedly observed with the infusion sets in use. System check cold not be performed as issues occurred in the past.